Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer states the chair will roll down an incline by itself, display showed red screen with all programming erased.